Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump locked up and was unresponsive. The customer¿s blood glucose level was unknown. The insulin pump did not get low reservoir and low battery warnings and had to change batteries more than once in a week. The insulin pump will not be returned for analysis.